Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. The final product for lot ta11378 is assembled and packaged at a supplier site, who we have notified of this incident. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed.

Event description:
It was reported that foreign matter was discovered prior to use with a bd phaseal¿ infusion set (c50). The following information was provided by the initial reporter: the customer found a hair straw in the c50 package with the product.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered prior to use with a bd phaseal¿ infusion set (c50). The following information was provided by the initial reporter: the customer found a hair straw in the c50 package with the product.